Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin was squirting our during manual prime process. The customer's blood glucose was 177 mg/dl at the time of call. The customer stated that the insulin did not continue to drip after letting go of the act button. The customer stated that the drive support cap appeared normal. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.